Event description:
The end-user reported, thrombus was observed in an area adjacent to the left atrial side of the implant. The observation was made during a follow-up tee approximately one month following implantation after the patient presented with visual disturbance and a near-syncopal episode.

Manufacturer narrative:
We received notification of this incident from the end-user. No additional information was supplied to us. The implanted lot number and the implant itself were not available for analysis. We have requested case summaries, and films relevant to this case from the end-user, to date, the requested information are still pending. Our investigation into this case is halted, due to the reasons stated above. We will continue to pursue the requested information from the end-user. In the event the requested information is received, we will supply a summary of our investigation findings.